Manufacturer narrative:
A product investigation is in progress.

Event description:
Leaves large portions behind inside body - vagina [foreign body in reproductive tract]. Tampon rips apart [device breakage]. Every time remove tampon...rips apart [complication of device removal]. Case narrative: consumer reported via email that the tampon rips apart during removal leaving cotton inside vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on september 6, 2022. An investigation is in progress for returned product received on september 6, 2022.

Event description:
Leaves large portions behind inside body - vagina [foreign body in reproductive tract]. Tampon rips apart [device breakage]. Every time remove tampon...rips apart [complication of device removal]. Case narrative: consumer reported via email that the tampon rips apart during removal leaving cotton inside vagina. No serious injury was reported.

Event description:
Leaves large portions behind inside body - vagina [foreign body in reproductive tract] . Tampon rips apart [device breakage] . Every time remove tampon...rips apart [complication of device removal] . Case narrative: consumer reported via email that the tampon rips apart during removal leaving cotton inside vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.